Event description:
Bayer case number: (B)(4). Back pain and acute disabling attacks requiring time off work [back pain] implants fitted in 2013 and general deterioration in health beginning in 2017 [general physical health deterioration] . Infarction [infarction], increasingly disabling back problems [back disorder], multiple instances of disc disease [lumbar disc disease] , advanced and early osteoporosis [osteoporosis], continual deterioration of the condition of the back leading today to the interruption of all physical, sporting and leisure activity [exercise tolerance decreased] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain and acute disabling attacks requiring time off work") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 (1 child). On (B)(6) 2013, the patient had essure inserted. In 2017 she experienced general physical health deterioration ("implants fitted in 2013 and general deterioration in health beginning in 2017"). On unknown date she experienced back pain (seriousness criterion intervention required), infarction ("infarction"), back disorder (" increasingly disabling back problems"), intervertebral disc disorder ("multiple instances of disc disease"), osteoporosis ("advanced and early osteoporosis") and exercise tolerance decreased ("continual deterioration of the condition of the back leading today to the interruption of all physical, sporting and leisure activity"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the back pain, general physical health deterioration, intervertebral disc disorder and exercise tolerance decreased had not resolved. The outcomes for infarction, back disorder and osteoporosis were unknown. No causality assessment was received for essure with regard to general physical health deterioration, infarction, back disorder, back pain, intervertebral disc disorder, osteoporosis or exercise tolerance decreased. The reporter commented: conisation report: female patient in gynaecological position liquid phase hysteroscopy (7 mm bettochi hysteroscope/physiological serum) cervix, stenosis 1 cm from external orifice of cervix cervical dilation with hegar dilator no. 4 and hysteroscope. Thin mucosa and intrauterine blood (regulated). Essure system (ess305) introduced without difficulty on the right: 3 turns of the coil, essure system (ess305) introduced without difficulty on the left: 3 turns of the coil. As a female patient, I regret not having been informed by bayer of the withdrawal of their device from the market. It was only very recently and by chance that I became aware of the possible side effects of this device. I contacted the resist association to help me with the procedures and protocols for removing the implants. Many testimonies described. The same symptoms as mine. Earlier information could perhaps have prevented me from such physical deterioration. I have been going from doctor to doctor for years because no healthcare professional could find an explanation for my state of health. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. [Pregnancy test urine] on (B)(6) 2013: negative. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Back pain and acute disabling attacks requiring time off work [back pain] , implants fitted in 2013 and general deterioration in health beginning in 2017 [general physical health deterioration], infarction [infarction] , increasingly disabling back problems [back disorder] , multiple instances of disc disease [lumbar disc disease] , advanced and early osteoporosis [osteoporosis], continual deterioration of the condition of the back leading today to the interruption of all physical, sporting and leisure activity [exercise tolerance decreased] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. The most recent information was received on 15-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain and acute disabling attacks requiring time off work") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 (1 child). On (B)(6) 2013, the patient had essure inserted. In 2017 she experienced general physical health deterioration ("implants fitted in 2013 and general deterioration in health beginning in 2017"). On unknown date she experienced back pain (seriousness criterion intervention required), infarction ("infarction"), back disorder (" increasingly disabling back problems"), intervertebral disc disorder ("multiple instances of disc disease"), osteoporosis ("advanced and early osteoporosis") and exercise tolerance decreased ("continual deterioration of the condition of the back leading today to the interruption of all physical, sporting and leisure activity"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the back pain, general physical health deterioration, intervertebral disc disorder and exercise tolerance decreased had not resolved. The outcomes for infarction, back disorder and osteoporosis were unknown. No causality assessment was received for essure with regard to general physical health deterioration, infarction, back disorder, back pain, intervertebral disc disorder, osteoporosis or exercise tolerance decreased. The reporter commented: conisation report: female patient in gynaecological position liquid phase hysteroscopy (7 mm bettochi hysteroscope/physiological serum), cervix, stenosis 1 cm from external orifice of cervix, cervical dilation with hegar dilator no. 4 and hysteroscope, thin mucosa and intrauterine blood (regulated), essure system (ess305) introduced without difficulty on the right: 3 turns of the coil, essure system (ess305) introduced without difficulty on the left: 3 turns of the coil. As a female patient, I regret not having been informed by bayer of the withdrawal of their device from the market. It was only very recently and by chance that I became aware of the possible side effects of this device. I contacted the resist association to help me with the procedures and protocols for removing the implants. Many testimonies described. The same symptoms as mine. Earlier information could perhaps have prevented me from such physical deterioration. I have been going from doctor to doctor for years because no healthcare professional could find an explanation for my state of health. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. [Pregnancy test urine] on (B)(6) 2013: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.